Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the outer coil of the lead was confirmed to be fractured 15 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, the respiratory rate trend (rrt) signal was oversensed on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Subsequently, a revision procedure was performed. The crt-d and ra lead were explanted and replaced. No additional adverse patient effects were reported.